Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
A home care patient reported that prior to applying the infusion set, the patient observed that the adhesive portion and fabric portion of the infusion set, were missing. The patient reported that their blood glucose levels rose to 350mg/dl due to the interruption in insulin therapy. The patient reported that they replaced the infusion set and delivered a correction bolus to resolve their high blood glucose. No permanent adverse effects to patient reported.